Event description:
It was initially reported by a consumer's husband that his wife rapidly lost all vision in both eyes and was diagnosed with acanthamoeba keratitis in both eyes following contact lens solution use. At the time of the report still has no vision in either eye. The consumer has been treated with phmb, brolene, neomycin, vigamox, and voriconazole. She is not responding to treatment and is being considered for a corneal transplant. The consumer is scheduled for a follow up on (B)(6) 2013. If her condition does not change, she is scheduled for a corneal transplant on (B)(6) 2014. Additional information received from the consumer's husband on (B)(6) 2014 is that the consumer had a corneal transplant on her left eye on (B)(6) 2014 and at a follow up visit on (B)(6) 2014 the consumer was advised that the doctor is pleased with the results so far however, the reject rate is 50/50. Additional information has been requested from the health care professional as well as the consumer. No additional information has been received to date.

Manufacturer narrative:
The manufacturing investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).